Manufacturer narrative:
Additional information was added to h6 and h11: h10: the actual device was not available; however, a video of the sample was provided for evaluation. The video revealed a leak from the effluent post pump line and the presence of air inside the line however, did not allow identified a specific defect that could explain this leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the effluent line of a prismaflex m150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.